Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit passed all functional tests including displacement, and self test. No pump error 63 was noted during testing; however, hardware low level failures is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Event description:
The customer reported via phone call that the insulin pump would not transition to auto mode. Blood glucose level at the time of the incident was 111 mg/dl. During troubleshooting, a pump error was found in the history. Customer was able to clear the alarm and completed the rewind process. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.